Event description:
It was reported that during a cystectomy procedure, after the clips released, the instrument blocked and wouldn't reopen at the end of the procedure. The surgeon removed the instrument with a traction on it. There was no adverse pt consequence.

Manufacturer narrative:
D4: serial # = na.